Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 24-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The lens was found stuck in the cartridge with the cartridge tip observed to be cracked and split open. The cartridge was also observed to be bent and damaged with the plunger rod protruding from the cartridge. The plunger rod tip was also observed to be damaged and bent, with the tip of the plunger rod broken off. The damage observed suggest that excessive force may have been used while trying to advance the lens. No further issues were observed. No further evaluation was performed. The complaint issue "cartridge crack" and "cartridge tip cracked/damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. .(B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing the preloaded intraocular lens (iol), the lens created an additional opening on the side of the cartridge and the cartridge burst open. Through follow up, we learned that the cartridge tip was split in the middle and it was in contact with the patient's eye. This did not result in any medical or surgical intervention as the surgeon was able to act early and remove the cartridge. The surgery was completed successfully with the back-up iol of the same model and diopter. No further details were provided.